Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. There was no patient or user harm. In future hamilton medical ag will report an event similar to this issue as it will be preventively deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. A usage error (human intervention to place the device in standby) was identified to be at the origin of the issue. No correction was conducted on the device.

Event description:
The device was reverted to biomedical department as it is shut down and went to ambient mode while ventilating, on the first check I couldn't find the time that this happened and did not find anything on the log files. Please check and advice on the log files attached.